Event description:
Reportedly, the instruments jammed prior to use several times with different instrument handles and sulus. Therefore, a competitor's product was used to complete the case. As a result, the surgical procedure was delayed by an hour and a half. Procedure: spleenctomy.